Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - failure (event) observed during analysis. External insulation abrasion was found at 40.5-41.1cm from the distal end, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.